Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was not returned to zoll medical corporation; however, a video was provided for review. Review of the video shows the charge led on the paddles lit and the user unable to discharge, the video cannot confirm if the paddles or device had a failure. No logs or data files from the device that was being used were provided for review. The paddles (sn u25l080702) that were being used were returned for evaluation. The paddles passed functional stress testing on a known good test unit using a test multifunction cable (mfc). The complaint is closed as no fault found. Analysis of reports of this type has not identified an increase in trend.